Manufacturer narrative:
Boston scientific neuromodulation (bsn) initiated a class ii recall of charger 1.0 as a result of pts receiving burns while using the charger to recharge the ipg. As part of the recall, all charger 1.0 devices are being returned to bsn and replaced with a charger 2.0 device. No further investigation is necessary because the complaint failure modes for charger 1.0 has been investigated and associated causes understood. Bsn is no longer manufacture or distributes charger 1.0 devices. This is the final report.

Event description:
A report was received that a pt had been burned by her charger and the burns had blistered. The pt went to an urgent care facility for medical treatment and was instructed to use an over the counter antibiotic salve and keep the wound clean. The burn was the size of a dime and the pt was using the belt to charge at the time of the incident. The blister had healed and the pt was sent a replacement charger.